Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient advises that the tick button and menu button on his pump are unresponsive. He advises that this has been an intermittent issue for the past two years. No adverse event alleged. A request was made for the return of the device.